Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight are not available for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation and is still implanted in the patient. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was attempted for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: mar 25, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed on january 16, 2017 due to postoperative loosening of the vectra plate. The vectra plate and an unknown quantity of unknown screws were implanted on (B)(6) 2016. Postoperatively on an unknown date it was discovered that the plate was loose. During the (B)(6) 2017 revision surgery, the surgeon removed two (2) screws and replaced them with two (2) new screws. The patient outcome was good. Concomitant reported parts: unknown screws. This report is 1 of 1 for (B)(4).